Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had several episodes including bladder removal and a colostomy bag and stated they had asked their healthcare provider if the implant could cause kidney stones. The patient wondered whether the implant could be putting infection in the body. Information was reviewed. The patient asked whether bacteria can be found in the ins and cause all of this. The patient did not know when their issues started. The stated the ostomy bag was placed in (B)(6) 2017. The stated when they put that in because their bladder was turned to mush. The patient reported they were no better at the time of the report than before the bag was placed. The stated they had a kidney stone at the time of the report and didn't know when it started. The patient asked if uti could cause stones that are formed from the ins. They stated they had so many stones and one taken out of their back because it had gotten so big. The patient stated they didn't feel uti clear up for them and they had one at the time of the report, they had just gotten on antibiotics. No further complications were reported or anticipated.